Manufacturer narrative:
The investigation placement signal issue and vf/vt/af/at has been completed. The impella device was not returned for evaluation. The root cause of the optical signal issue was most likely due to an air gap. As the necessary information was not provided, the root cause of the vt/vf was not determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-23551 in accordance with updated procedures.

Event description:
The complainant reported that the patient was taken to the cath lab and was hypotensive and it was decided to intubate patient prior to impella cp procedure. Prior to insertion the staff had to unplug the impella to recalibrate the sensor. The medical doctor wanted a new impella in case sensor was compromised. Additionally, the patient coded and required cardiopulmonary resuscitation upon insertion of the impella. The cp was exchanged for a new one. The patient continued on support which will be captured in complaint 24-39115-1 and another manufacturer device report will be submitted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.